Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted. However, pump had unexpected pump error 23, pump error 49, pump error 68, pump error 25 after monitoring for several minutes, pump error 75 alarm during self test and high sleep current measurement due to moisture damage on the red wire of the internal battery. No white screen during testing. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Pump received with cracked case behind the pump at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a white screen in some parts of the pump, along with signs of dampness or fluid inside. The customer also noticed a crack at the back of the pump near the battery compartment, extending from one side to the other. Additionally, the customer reported infusion blocked alarms, with the last alarm occurring the previous day despite changing the entire set. Blood glucose value at the time of event was 284 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1712h. Troubleshooting was performed, which included explaining the "two high bg rule" and advising the customer to use an insulin pen as the pump was damaged. No further patient complications were reported. The customer discontinued use of the insulin pump. The product was returned for analysis.